Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device and/or additional information a supplemental report will be filed.

Event description:
Medtronic received information that this coil prematurely detach in the microcatheter while maneuvering during coiling treatment of aneurysm. The catheter was removed from the patient and was flushed with saline to get the coil out of the catheter. No patient complications were reported as a result of the procedure.

Manufacturer narrative:
Device available for evaluation. Type of follow up - device evaluation. Device evaluated by manufacturer- additional information the pushwire was received without the implant coil; therefore, any contributing factors from the implant coil could not be assessed. As received the pushwire was bent at several locations and coil shield damage was observed. It is possible that the pushwire became bent and the coil shield became damaged during return to medtronic for evaluation as the customer reported there were no damages to the pushwire at the time of the event. Based on the analysis findings and the reported event details, the customer report was confirmed. The implant coil likely detached from the pushwire at the detachment stick; however, the cause for the detachment could not be determined. All coils are 100% inspected for damages and irregularities during manufacture.